Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 2 months and 23 days. On 11/30/2010 (through follow-up with the health-care provider), additional information was received. It was learned that the device was explanted due to endocarditis; source: (B)(6). Per the operative report, the aortic prosthesis was grossly normal with no evidence of infection. The noncoronary annulus was somewhat mushy but all sutures were intact the sewing ring was well seated. Underneath the valve there was a moderately deep erosion involving the heavily calcified confluence between the aortic and mitral valves. There were many protuberant calcifications. Both the aortic and mitral valves were replaced. According to the health-care provider, there reason for explanting the device was not related to a product malfunction. The reason was patient related.